Manufacturer narrative:
The implant has not returned for evaluation. Radiographs were provided which confirm the event of a collapsed cage. The identifying lot number was not provided; therefore, a review of device history records cannot be performed. Based on the information provided the root cause cannot be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
An expandable interbody cage was implanted as intended during a spinal procedure performed on (B)(6) 2024. No intraoperative complications were reported. At the 6-month postoperative visit radiographic images identified a collapse of the cage. The patient is experiencing some pain.